Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting high ventricular impedance the day following implant. During a lead revision the lead was found to be loose and the setscrew frozen, so the physician opted to replace the device.